Event description:
A customer reported that their pump displayed a cartridge change error. There was no adverse impact to the customer's blood glucose level. The customer was guided by technical support to inspect the pump and replace the cartridge, and eventually succeeded in loading a new cartridge onto the pump, allowing them to resume insulin delivery.